Manufacturer narrative:
The most probable root cause for the adverse event (burning sensation) is intentional device misuse. It was reported that 78-year old female patient the consumer thought the wrap heated up too hot. The consumer removed the heat wrap and noted 3 to 4 of the heat cells were broken. She reapplied the product and removed it again after a few minutes due to it being too hot and caused a burning sensation. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The instructions on the primary packaging of thermacare heat wraps includes "do not use if heat cell contents leak and/or wrap is damaged or torn." The most probable root cause for the reported wrap heated up too hot and heat cells broken cannot be identified. While the site takes every precaution to identify potential risk, there are multiple risks that are outside the control of the site. These include things like age, skin condition, and other medical conditions. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
This spontaneous report from the united states was received via telephone regarding a 78-year-old female in association with thermacare lower back and hip heat wrap. Approximately on (B)(6) 2025, the consumer topically applied a thermacare lower back and hip heat wrap applied over the top of her nightgown to her back for chronic back pain. A few minutes after applying the heat wrap, the consumer thought the wrap heated up too hot. She removed the heat wrap and noted 3 to 4 of the heat cells were broken. She reapplied the product and removed it again after a few minutes due to it being too hot and caused a burning sensation. She noted there were unspecified problems with the packaging.